Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the videoscope exhibited foreign material on the rubber of switches 1 and 4. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was surmised that the foreign material might have remained because reprocessing was deviated from the procedures written in the instruction manual. The event can be prevented by following the instructions for use. Residue of the foreign material might be prevented by following the chapters below. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 compatible endoscope reprocessor. Olympus will continue to monitor field performance for this device.